Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and patient information. Date of event is estimated. Date of explant is estimated.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2019-10398. It was reported the patient's scs system was explanted for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-10398.